Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the investigation, the cause of this issue was determined to be the tidal uf was set too low. The homechoice apd systems trainer¿s guide gives instructions. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 20:03:20. During night drain cycle seven, the patient's ultrafiltration reading was 1408ml, indicating the home patient drained 958ml more than their maximum programmed fill volume of 1500ml. No further information was available.